Event description:
It was reported that the patient underwent an l5-s1 tlif using rhbmp-2/acs. Subsequently the patient developed injuries including but not limited to, bone growth and chronic pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient presented with following pre-op diagnosis: spinal stenosis and instability at l5-s1; and underwent following procedure: posterolateral spinal fusion l5-s1; minimally invasive tlif l5-s1; percutaneous pedicle screw instrumentation l5-s1; cage instrumentation l5-s1; local autograft bone. As per op-notes: "...on the left side surgeons performed a posterolateral arthrodesis. They decorticated the cartilagenous surface of the facet joint with rhbmp-2/acs and local bone obtained from laminectomy and local bone from the lamina. This is all in preparation for the tlif on the left side. Cage trials were placed in the disc space. A 30 x 10mm cage filled with one large rhbmp-2/acs kit was placed into the cage. One pledget was placed in the anterior disc space and local bone obtained from laminectomy was placed dorsal to this. Patient was transferred to recovery room in stable condition..."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.